Event description:
Additional information was requested and received stating that glare/tint/haze observed on the iol after implantation in the eye. As it was not clear what this was, due to misunderstanding the initial iol was explanted resulting in increased corneal edema post-operatively. Fortunately, the haze cleared post-operatively without causing any lasting visual symptoms. As per physician, it was speculated that the haze might have been due to the release of argon gas from the device, which pushed the iol.

Manufacturer narrative:
The product was not returned for analysis. No sample was returned for analysis. Complaints have been received describing that lenses were reported by doctors for the presence of a ¿polychromatic sheen¿ visible. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after intraocular lens (iol) implantation procedure, physician noticed the strange coating on lens. With the last patient it was no longer observed in post op follow ups and vision was normal. Physician hoping it will be the same way for this patient. Additional information was requested.